Event description:
During the atrial fibrillation procedure, blood leaked from the agilis sheath hemostatic valve upon insertion of a non-abbott (biosense webster) octaray catheter. The sheath was inserted in the patient when the leak occurred. The agilis sheath was replaced, and the procedure was completed with no adverse health consequences to the patient.